Event description:
Swelling. Excruciating pain (pain). Not slept in one week (insomnia). Could barely walk (gait disturbance). Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6) male patient, with osteoarthritis knee. The patient's medical history was significant for previous treatment with synvisc one (hylan g-f 20) in both knees. On (B)(6) 2012, the patient received treatment with synvisc one injection dose not provided once in both knees. The lot number for synvisc one was not provided. Four hours after the injections, the patient experienced swelling and excruciating pain. On an unspecified date, the patient could barely walk. On (B)(6) 2012, the patient received treatment with cortisone (intervention) in both knees and celebrex (celecoxib). It was reported that the patient was now able to walk around without holding on. Also reported that the patient had not slept for one week. The outcome for the events of swelling, excruciating pain and "had not slept in one week" was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product compliant genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.